Manufacturer narrative:
H3, h6: in a literature article it was reported that 11 patients underwent revision surgeries due to complications related to osteolysis and aseptic loosening. The implanted devices were all used in treatment. Additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. All the released devices involved would have met manufacturing specifications at the time of production. A risk management review was performed. No additional risks were identified as result of the reported event. If more information is received, this investigation will be reopened. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. Without further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
On the literature article named "conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components", it was reported that, from the rac group, 11 patients underwent revision surgeries due to complications related to osteolysis and aseptic loosening. The femoral head was explanted and the cup was retained. The outcome of the patients is unknown.